Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was having battery replacement due to normal battery depletion. At device interrogation before surgery, the 0 contact was showing > 20,000 ohms. The open circuit did not impact the patient¿s therapy and he was receiving therapy with his left implanted neurostimulator. After replacing the depleted battery the impedances were normal.